Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
Article stated that the surgeon implanted icl implantable collamer lens in a patient's eye. The lens was explanted with cataract extraction and iol placement due to an anterior subcapsular cataract (asc). Patient reported vision as fair or worse due primarily to cataract. Additional information has been requested, but has not been forthcoming.

Manufacturer narrative:
(B)(4)